Event description:
Facility reported during a case, the semi-rigid grasping forceps came apart inside of a pt. Pt was x-rayed, causing a delayed in the procedure, to determine if any pieces were in pt. One pin was located and easily retrieved via suctioning. No injury to pt or staff members occurred.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2013. Device was examined at rwmic facility. One pin (0.4mm x 0.5mm) was missing and shaft was bent in many places indicating improper handling. Devices are delicate and caution needed when handling. Rwmic has two similar complaints logged in the last three years. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.